Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was tested with a generator and was functional. In addition, the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly started to work alone without activating the hand control buttons or the foot pedal.

Manufacturer narrative:
(B)(4). Additional analysis performed on device. Additional analysis: handle halves and outer tube appeared in good condition. Pads in clamp arm assembly had normal use wear and were not burnt. Blade tip appeared normal without any wear or damage. Device was correctly assembled and fully closed at handle halves. Activation button moved freely, with good, normal tactile feel at actuation of max and min positions. At release of button the button freely came off the min and max domes opening the circuit to stop activation. Device trigger closed and opened clamp arm normally without any hesitation or 'sticking.' Using gen04 and gen11 generators, the device tested and operated normally with max and min buttons, and with max and min foot switches. In these trials was not able to get the button to 'stick down' at min or max positions to create continuous activation, or to get the device to remain on after release of the button in min or max positions, or during release of the foot switches. Findings - entire device was correctly assembled. Switch assembly, including flex circuit assembly portion, was correctly assembled and fully in place in right shroud. The switch assembly was removed from the device and further examined, finding the circuit was correctly assembled with no issues of visible damage or corrosion with the circuit assembly or domes. Observed no issues that could contribute to continuous activation. The complaint of device became active without use of the buttons or foot switch could not be re-produced. As assessed, the device was correctly assembled, not damaged, and worked correctly.

Event description:
It was reported that during a gastric sleeve procedure, the harmonic ace instrument started to work alone without activating the hand control buttons or the foot pedal. The instrumentalist disassembled the instrument and assembled again but the instrument continued activating without pressing the min or max buttons. Another like device was used to complete the procedure. There were no adverse consequences for the patient.